Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.4 cm abdominal aortic aneurysm approx. 57 months ago. It was reported that the CT at the time of implant demonstrated that there may be infolding of the stent graft proximally at the time of implant. The pt returned five years later with slight aneurysm enlargement (4.4cm to 4.8cm currently) due to the infolding which resulted in a type I endoleak. The physician used a balloon and palmaz stent however the endoleak did not completely resolve. The pt returned two weeks later and there were no endoleaks present. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Stent graft infolding) - (secondary intervention).